Event description:
Boston scientific received information that at a routine follow up ventricular fibrillation episodes were noted on this cardiac resynchonization therapy defibrillator (crt-d) with diverted charges due to myopotentials. Asystole for > 2 seconds was also noted on the ventricular channel. At this time the device was reprogrammed and both the crt-d and the right ventricular (rv) lead remain implanted. A follow up has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported a ce infusor sv0.5 which was leaking near the distal end flow restrictor site before use. The device was filled with 30 milligrams/milliliters 5-fluorouracil (2610 milligrams into 87 milliliters of normal saline) when the leak was discovered. No patient injury or medical intervention was reported. No additional information is available.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to his feelings and/or normal results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained additional information. The patient informed the mss that he tests his blood glucose two or three times a day and manages his diabetes with a set dose of novolin n and novolin r insulin, in addition to taking an oral medication (metformin). On (B)(6) 2010 at approximately 4:30am (while at work), the patient claimed he began to feel sweaty, confused and was told he appeared pale. The patient stated that a co-worker of his drove him home and when he tested his blood glucose with the subject meter obtained a result of "495 mg/dl." The patient claimed his spouse then called the advice nurse, who advised him to take his usual dose of both the novolin n and novolin r insulin. Sometime after taking the insulin, the patient reported that he "blacked out." The patient does not know if his spouse tested his blood glucose at that time; however, confirmed that his wife contacted emergency services and was taken to the emergency room. The patient does not know if his blood glucose was tested on any other device, nor was he able to confirm the type of treatment he received by ems or while in the emergency room. Prior to the onset of symptoms, the patient reported that he had last tested his blood glucose on (B)(6) 2010 at 10:00pm. The patient claimed he obtained a result in the "300 mg/dl" range; however, did not take any insulin at the time of that reading. The patient reported that he only takes his insulin before his breakfast and before his dinner. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he "passed out" after administering insulin based on a reading obtained with the subject meter.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. A follow up report will be submitted if additional information becomes available.